Event description:
Reporter reports that there was leakage from the connection of the spike of a transfer set and a twin bag spike port. There was no pt injury or medical intervention associated with this incident.